Event description:
The customer reported that "an infusion of nacl was going to be connected to the pt but when the nurse placed the set into the pump and after she has closed the door mechanism she noticed a free flow. The set was not connected to the pt. She tries a couple of times to reload the set but with the same result. She changes set and then it works fine". From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The model #/catalog # is a carefusion product which is same or similar to a device that is approved for sale domestically. Failure investigation results should the device be received for evaluation.